Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced reagent probe 1 and aligned it. The cse also replaced the kicker solenoid for orientation chute. The cse ran precisions and quality controls, resulting within range. The cause of the falsely elevated cardiac troponin I (tni-ultra) result obtained on one replicate is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient sample was tested in duplicate on the advia centaur xp instrument, and a falsely elevated cardiac troponin I (tni-ultra) result was obtained on one of the replicates. The duplicate results were not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument resulting lower. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.